Event description:
It was reported that a partial tip detachment occurred and was left inside the patient. The patient's femoral anatomy was mildly tortuous with mild calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was positioned. A size small acurate neo2 valve was implanted to treat the native aortic valve. At the end of the procedure, the 14f isleeve introducer sheath was removed with the dilator was inserted. Non-boston scientific (bsc) closure devices were used to suture and anchor the femoral access site. X-ray with contrast was performed, and a part of the distal tip ring of the isleeve was identified inside the patient at the access site, stuck between the subcutaneous tissue and the vessel wall. It was further identified that the non-bsc anchor was not properly sealing the vessel wall. A non-bsc percutaneous translumal angioplasty (pta) balloon catheter was inserted and femoral artery ballooning was performed to facilitate complete seal of the access site. No plans were made to retrieve the fractured piece. The patient is recovering well from the procedure and has been discharged.

Event description:
It was reported that a partial tip detachment occurred and was left inside the patient. Procedure summary: the patient's femoral anatomy was mildly tortuous with mild calcification. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was positioned. A size small acurate neo2 valve was implanted to treat the native aortic valve. At the end of the procedure, the 14f isleeve introducer sheath was removed with the dilator was inserted. Non-boston scientific (bsc) closure devices were used to suture and anchor the femoral access site. X-ray with contrast was performed, and a part of the distal tip ring of the isleeve was identified inside the patient at the access site, stuck between the subcutaneous tissue and the vessel wall. It was further identified that the non-bsc anchor was not properly sealing the vessel wall. A non-bsc percutaneous translumal angioplasty (pta) balloon catheter was inserted and femoral artery ballooning was performed to facilitate complete seal of the access site. No plans were made to retrieve the fractured piece. Patient status: the patient is recovering well from the procedure and has been discharged.

Manufacturer narrative:
Device evaluated by MFR.: the returned isleeve was analyzed and the reported event of partial tip detachment was confirmed. Device analysis revealed two out of the three seams had expanded. Both seam 1 and seam 2 had expanded from the tip to approximately 20.5cm. The expansions had occurred along the seam lines and are consistent with device use. Damage was observed on the tip of the isleeve. One of the tears on the tip occurred along the seam line and is consistent with device use. The other tear along the tip appeared to have been too wide to be a tear. The seams were pushed together, and it was apparent that part of the tip from that section was missing.